Event description:
The facility reports the staff had finished feeding the resident her breakfast and had taken her back to her room. Both staff were in the room and had hooked up the lift. The facility has a check list that the staff goes through for every transfer, by saying what is being done and the other staff confirms this. The staff completed hooking up the sling and raised the resident, so the hanger bar was at 52 inches high. While one staff member raised the lift, the other moved the wheelchair away from under the resident, so the lift could then be turned to go into the bathroom. The staff member who had moved the wheelchair was just getting back to assist with moving the lift to the toilet when the leg clip came off and the resident fell to the floor, hitting her head on the lift base. The charge nurse was called and the resident was transferred to the hospital. The staff mentioned they did not move the lift, as they wait for the second person to assist them in moving the lift. When they hook up the resident to the lift, the chair is reclined and the resident is lifted in the reclined position. Resident sustained a subdural hematoma and a 1-2 inch wound to the occipital area. Inspection of the wound found the area to be soft, which would indicate a deep fracture. Resident is in ICU.

Manufacturer narrative:
The lift involved was evaluated on-site; no defects were found and the lift was working to specifications. The sling was reported to be of 2005 vintage and was said to be washed daily. Pictures showed the clip to be in a correct state, and function tests at the facility by the arjo representative showed the clips connected correctly to the hanger bar. No date could be given for the last product training of the carers involved. Based on previous investigations that simulate an event such as this, the following facts could be established. In normal use (and even with slippery clothing, too large size sling, and agile pt) the clips, once attached, cannot detach. This means that, more often than not, a reported "detachment" was actually a no attachment in the first place. When in a reclined position, the pt can be lifted with one clip unattached, only to drop out later, if the carer does not sufficiently pay attention to the way the pt is positioned in the sling and if the clips are attached. There is one exception to the non-detachment rule, namely when a pt is (semi-) reclined as is reported to have been the case here. There is a possibility that during a spasm, and with the right force and angle, the resident can inadvertently detach a clip with the knee. This is considered to be a highly coincidental and unlikely event to occur. If the eval of the resident (who is reported to be classed as passive, might be almost completely bed ridden, often stiff with contracted joints, totally dependent, physically demanding for carer) is correct, this possibility can be ruled out as a potential root cause of the detachment. Both the lifter operating and product care instructions (opi) and the guidelines for use that are supplied with the sling warn that the clips are to be verified to be attached, and the straps for the sling under tension before lifting of the pt commences. From the info received, the subsequent info and product knowledge from previously documented tests and stimulations, the manufacturer concludes that, in all likeliness, the leg clip was not properly attached before the pt was lifted, which caused the resident to drop out of the sling later on the lifting cycle. Based on the info and investigation, the manufacturer cannot come to a corrective action towards the product, but will continue to monitor complaint trending and evaluate incident reporting, as well as the latest state of technology, to possibly perform a follow-up action in the future. The manufacturer strongly suggests that all staff at the facility are (re)trained in accordance with the lift opi and the sling guidelines for use.